Event description:
Consumer reports a ports leak. The tube was leaking around both ports and around the stoma.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.